Event description:
It was reported a physician trained in the use of the proglide device attempted arteriotomy closure using a pre-close technique of the calcified left common femoral artery after an interventional procedure. Reportedly, the needles failed to engage. The device was removed and two add'l proglide devices were used, using a pre-close technique to achieve hemostasis. There were no reported adverse pt effects. Though requested, no add'l info was provided.

Manufacturer narrative:
(B)(4). The device was rec'd. Investigation is not complete.